Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary artery graft to support the 64 year old male patient. The patient was placed on the 5.5 to allow the high risk bypass surgery (CABG) to occur in the operating suite. The patient was in scai stage c shock, but any other underlying medical history was not shared. The pump was placed however the positioning within the left ventricle was suboptimal. The pump was repositioned and flows were low, but the pump remained in that position. The patient began to suffer from ventricular tachycardia and persistent bigeminy. Again, pump position was assessed and repositioning attempts failed, so after 2 days, the pump was explanted and replace by an intra-aortic balloon pump (iabp). Of note, the original positioning was done by a jr4 coronary catheter, and due to this the team was educated as this may have contributed to the positional issues. The positioning issues and pump removal and replacement by an iabp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B1: added product problem. H6: omitted a150201 and added a150202.